Event description:
It is reported that a customer's mother called to complain about a noisy rattle in the pump's drive and an oil spot on the screen of the insulin pump. The patient's blood glucose level was unk. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Manufacturer narrative:
The insulin pump passed the functional test, including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. However, an unexpected motor noise anomaly was noted during the rewind due to a faulty motor. The back light worked properly. The back light worked properly. A low volume tone while back light is activated is normal. No back light anomaly or audio anomaly was noted. No missing segments or display anomalies were noted. The insulin pump was received with minor scratches on the display window. No traces of oil were noted at the electronic assembly.